Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent multiple cartridge errors and malfunction alarms occurred. There was no reported impact to customer's blood glucose. Contact declined further follow up from tandem technical support. No additional information was provided.